Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 130mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 130mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101 with lot ckmbyn, conformed to the specifications when released to stock on the 4th november 2009. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: patient was operated in (B)(6) 2013, had 2 o 3 reschedulings that were performed without problems. After that last nmr was performed on a 1.5 tesla equipment, the valve didn´t respond to the programmer. The surgeon attempted with another programmer and this programmer didn´t work. As a last alternative is tried to move the valve mechanism with a big load magnetic iman provided by origin company but not worked did the event occur during a procedure/surgery? Yes. Procedure name: rescheduled valve. Surgeon rescheduled the valve until (B)(6) 2014. Additional information from the affiliate stated: the patient needs to go through a revision surgery. It's planned to be performed on (B)(6). There was no delay, they were unable to reprogram the valve. Affiliate was asked if the revision has taken place

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and confirms that the tubing has come away from the system stop cock. Glue traces were noted on the system stop cock and the tubing. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. Trends were monitored and a (B)(4) was opened. At the present time, this complaint is considered closed.

Event description:
Additional information from the affiliate stated: the reported: the revision was not performed yet because the patient has other issues, but she is stable by now. The surgeon is waiting to see how she evolve, and re-program the revision if needed. Affiliate stated that the devices cannot be returned.